Event description:
Reportedly, patient receiving cvvh via aquarius machine. Patient dropped blood pressure to 60/30 and appeared to have some cardiac arrthymias, (ECG taken no critical changes noted). Feet raised on bed and colloid fluid given under pressure. Patient's condition improved with fluid. The aquaruis machine clotted off and was taken down due to low tmp alarms. It was observed that 2mls of flolan had been given via the syringe driver of the aquarius machine when programmed to give 0.5mls/hr. No ill side effect to patient after initial hypotensive episode that responded well to fluid resuscitation. The fact that the aquarius is not licensed to give flolan via the syringe driver was reinforced with the healthcare professional who then stated that she was not aware of this.

Manufacturer narrative:
No fault found.machine was used "off label". The aquarius system must only be operated in accordance with the procedures contained in the operating manual and by trained personnel. The use of operating procedures, maintenance procedures, or accessory devices other than those published or recommended by the manufacturer can result in patient injury or death .

Manufacturer narrative:
Device evaluation is anticipated. However, no information was available at the time of this report.